Event description:
A peritoneal dialysis (pd) patient reported fluid leaking during pd treatment. The fluid was discovered during unknown phase/cycle of dialysis. The leak occurred a few days prior to the patient calling in so limited details were provided. Multiple attempts were made to gather missing details, but not further data was provided. There was no harm, intervention or adverse event indicated in the initial call. There is no cycler sample available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: b.5.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaking during pd treatment. The fluid was discovered during unknown phase/cycle of dialysis. The leak occurred a few days prior to the patient calling in so limited details were provided. The patient was connected during incident. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from an unknown source. The patient could not determine where the leak came from. Multiple attempts were made to gather missing details, but not further data was provided. There was no harm, intervention or adverse event indicated in the initial call. There is no cycler sample available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaking during pd treatment. The fluid was discovered during unknown phase/cycle of dialysis. The leak occurred a few days prior to the patient calling in so limited details were provided. Multiple attempts were made to gather missing details, but not further data was provided. There was no harm, intervention or adverse event indicated in the initial call. There is no cycler sample available.